Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 1 ml experienced one fractured plunger rod. The following information was provided by the initial reporter: one fractured plunger rod has been observed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 1 ml experienced one fractured plunger rod. The following information was provided by the initial reporter: one fractured plunger rod has been observed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-feb-2023. H6: investigation summary: it was reported there was one fractured plunger rod, and damage to the barrel. To aid in the investigation, two samples with two empty packages from batch 1082627 and ten photos were received for evaluation by our quality team. One syringe had the plunger rod thumb rest broken of. All ten photos contain an image of a small close-up section of one syringe. One photo shows the flange area of the barrel with the plunger inside the gate facing with an acceptable level of gate vestige shown. Two of the photos show a syringe with the plunger rod inside and two minor scratches across the side of the barrel with another photo showing the measurements of the scratches on one of the barrels. Two of the photos show a broken plunger rod with a nick next to the break. One of the images show measurements of the size of the nick and distance from the break. Two other photos show minor damage to the plunger rod thumb rest. Another photo labeled 'no defect' shows a good plunger rod with no defects shown as a comparison. A device history record review was completed for provided material number 309628, lot numbers 1082627 the review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batches 1082627 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Six sub-assembly batches were used in the two packaging batches with each DHR being reviewed. Requalification was performed for bent plunger rods with the line cleared of each defect separately. However, it is possible that a limited number of pieces were able to escape detection.

Manufacturer narrative:
H6: investigation summary: it was reported there was one fractured plunger rod, damage to the barrel. To aid in the investigation, ten photos were received for evaluation by our quality team. All ten photos contain an image of a small close-up section of one syringe. One photo shows the flange area of the barrel with the plunger inside the gate facing with an acceptable level of gate vestige shown. Two of the photos show a syringe with the plunger rod inside and two minor scratches across the side of the barrel with another photo showing the measurements of the scratches on one of the barrels. Two of the photos show a broken plunger rod with a nick next to the break. One of the images show measurements of the size of the nick and distance from the break. Two other photos show minor damage to the plunger rod thumb rest. The conditions observed are non-conforming per product specification and are associated with the assembly process. A device history record review was completed for provided material number 309628, lot numbers 1082627 and 1110986. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 1 ml experienced one fractured plunger rod. The following information was provided by the initial reporter: one fractured plunger rod has been observed.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1110986. D4: medical device expiration date: 30-apr-2026. H4: device manufacture date: 14-may-2021.

Event description:
It was reported that the bd luer-lok¿ syringe sterile scale markings was illegible. The following information was provided by the initial reporter: one syringe with faded graduations was observed.